Event description:
ICU personnel were attending to a pt in cardiac arrest. The tp was diagnosed to be in ventricular fibrillation and countershocked into asystole. CPR was started and external pacing was attempted, however allegedly the pacer would not turn on. While a back up device was being obtained for use, the physician called the code and treatment was discontinued. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.